Event description:
It was reported that the patient¿s pump performed a factory reset after the device battery fully depleted while the patient had been off the pump for several days. Symptoms included none reported. Outcomes included no alerts or alarms and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed a drained battery leading to loss of stored settings consistent with a factory reset, with no malfunction identified in hardware or software. It was concluded, based on previously established findings for similar reports, that the cause was battery depletion due to extended nonuse without charging.